Event description:
Two nurses were stuck with the lancets. Both nurses claim the product fell apart when disposing. They claimed the plunger portion of the lancet separated from the housing, and the lancets did not have enough resistance. Nurses followed hosp protocol for needlesticks which was baseline testing, all tests were negative. No medical treatment was given to nurses.